Manufacturer narrative:
The cause of the issue can be attributed to user error related to maintenance from the loose and stray fittings. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report a leak from the cartridge chemistry sample and reagent probes of the unicel dxc 880i synchron access clinical system following customer-initiated maintenance. Customer stated that an associate had loosened the fitting at the top of the black holder, which then caused a leak. Customer also stated that fluid accumulated in the tray beneath reagent probe a. Customer attempted to tighten the loose fitting. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a loose / stray fitting beneath the reagent probe that contributed to probe motion errors and leaking. The fse properly secured the fittings to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.